Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an "itchy and pimply" rash under the therapy electrodes. The patient's physician recommended an over the counter cream for the irritation. Follow-up indicated that the rash had healed.